Manufacturer narrative:
Analysis of programming history.

Event description:
On (B)(6) 2013 the patient¿s programming history was reviewed and it was observed that on (B)(6) 2006 a faulted system diagnostics test occurred that changed the patient¿s settings. No final interrogation was performed and it was not until the patient¿s next visit on (B)(6) 2007 that the settings were noticed and some were corrected. No adverse events were reported to have occurred due to this settings change.